Manufacturer narrative:
Unit received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify failed battery test alarm due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm after inserting new battery. Customer stated they receive replace battery alarm. Customer tried multiple times with 4 new batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.